Manufacturer narrative:
(B)(4).

Event description:
It was reported that all contents were aspirated and it appeared that no drug had been infused from the pump. Lumbar x-rays revealed that the catheter was no longer in the right place and had coiled in the anchor site. The pt also reported symptoms of a spinal headache for up to (B)(6) post implant. The pt was currently deciding if he wanted the sys removed or revised. It was later reported that the pump had not worked since it was implanted. The same amount of medication that was placed in the pump was still there. It was decided by the pt's health care provider that a revision would be performed to correct the problem. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.